Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in the last 4 days, her blood glucose would not come down. Customer has replaced the site 6 times and has given injections with the same insulin but it does not work. Customer's blood glucose was 540 mg/dl at the time of the incident. Customer's current blood glucose is 248 mg/dl. Customer feels thirsty and tired due to the high blood glucose. Customer also has abdominal pain. Customer treated with an injection and has contacted her health care professional. Customer last changed her infusion set this morning. Customer stated that she only had one bent cannula since and has removed it. Customer stated that she does rotate the site but she has it in her arm. Customer stated that she is on the last bottle of insulin but it works when she injects with a syringe. Customer stated that she stores the insulin in the fridge and does not wait until it gets to room temperature. Customer stated she will call back once she receives the tubing clamp.